Manufacturer narrative:
A complete lead was returned in single piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06676. It was reported that when the patient presented for follow up in clinic, dislodgement was noted on the right ventricular (rv) lead. As per the physician, the patient had manipulated the device over the last year due to which device migrated inferiorly and dislodged the rv lead. It was confirmed with x-ray. During revision procedure, the lead was disconnected from header, but x-ray showed that the lead could not be extracted due to helix rotation issues. The lead was then explanted with mild traction and replaced. The physician did not allege the device or the lead but stated that it was solely the fault of the patient "playing with the device over the last year". The patient did not experience any adverse consequences.